Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Patient original implant date not available; however, patient implant date was in 2017. Patient original explant date not available; however, patient explant date was in 2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, patient underwent a total left hip arthroplasty in approximately 2017, specifically, the issue with the accelerated wear of the polyethylene, cross linked exactech connexion gxl liners which led to patient's early, debilitating osteolysis. The product was used for its intended purpose because patient suffered from osteoarthropathy of her left hip. With the product, patient suffered accelerated osteolysis and experienced severe pain and discomfort in her hip. Due to the failure of the product, patient suffered injuries, such as extreme pain and difficulty walking, that were so severe that a total left hip arthroplasty revision was recommended by her medical professionals. Due to accelerated wear and/or loosening of the product, patient underwent a left revision surgery in 2022 patient continues to experience severe pain and discomfort in her left hip. No other patient/medical information provided.